Event description:
The pt's husband reported his wife had a few insulin infusion headsets on which the adhesive was not as 'sticky' as usual. He stated she did not use the headsets as she felt they would not adhere properly. He stated this has happened about 3 times in 90 days. He said he was not sure if the lot number he has is the lot it occurred in. The product was replaced. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.